Event description:
A malfunction was reported with code malf 12, and it was confirmed that there was no adverse impact to the customer's blood glucose level. Customer service provided assistance with resetting the pump and confirmed that the malfunction did not recur after the reset. It was advised that the customer could continue using the pump and should contact support if the issue arises again, which the customer understood and acknowledged.